Event description:
It was reported that the arctic sun device was failing calibration for an error 5 (inlet pressure). They check the inlet pressure with the fluid delivery line removed and it remained at -5.4 psi. They discussed this was indicative of a failed pressure transducer. They stated they would discuss repair options with management

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was failing calibration for an error 5 (inlet pressure). They check the inlet pressure with the fluid delivery line removed and it remained at -5.4 psi. They discussed this was indicative of a failed pressure transducer. They stated they would discuss repair options with management. Per follow up information received via email on 11jul2023. The arctic sun was due for its calibration, it was failing the first step. Tech support told me they are pretty sure the pressure transducer failed. No additional information available at this time. An additional follow up is required.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty pressure transducer. The device was evaluated and the reported issue was confirmed due to a faulty pressure transducer. Replaced pressure transducer. Device was put through a functional check and pre-cal after the repair. Temp cable tested with patient temperature simulator keys and properly read all 3 ranges. The device was placed on acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.